Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance of greater than 3000 ohms on the right ventricular (rv) lead. The local area field representative instructed the health care professional (hcp) to perform a continuous impedance measurement during pocket manipulation and several arm movements and to also check if there were any artifacts present on the electrogram (egm) during that time. An impedance jump to greater than 3000 ohms followed by a return to base was seen. The patient's rv lead is a non-boston scientific product. Technical services (ts) was contacted for further review and recommendations. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedance of greater than 3000 ohms on the right ventricular (rv) lead. The local area field representative instructed the health care professional (hcp) to perform a continuous impedance measurement during pocket manipulation and several arm movements and to also check if there were any artifacts present on the electrogram (egm) during that time. An impedance jump to greater than 3000 ohms followed by a return to base was seen. The patient's rv lead is a non-boston scientific product. Technical services (ts) was contacted for further review and recommendations. No adverse patient effects were reported. This ICD system remains in service. Ts reviewed available device data and explained that this ICD, in combination with an is1 lead from another manufacturer, may show micro movement in the header. These micro movements are known to cause peaks in the impedance. It was noted that an incipient conductor fracture of the lead was less likely as impedance values would not normally fall back to normal values after a year of fluctuation. To date, no additional information has been provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.